Event description:
It was reported that a patient underwent a lumbar fusion procedure on an unknown date and suture was used. During a lumbar fusion procedure the suture broke. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the product code. Please provide lot number. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the devices are available for product return. If yes, provide the quantity of devices available to be returned and the status of the device(s) as it has not been received for analysis. If the device has been shipped, provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number and the product code for the device involved in the event was not provided, the full UDI is currently not available.